Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed through visual inspection of the device. Dimensional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Material analysis material analysis was not performed due to the nature of the event. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that damage was consistent with a misuse of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that during the case, the surgeon was unable to mount the stem onto the introducer and that the lugs look damaged. A different stem was used to complete the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during the case, the surgeon was unable to mount the stem onto the introducer and that the lugs look damaged. A different stem was used to complete the case.